Event description:
The pt was implanted on 9/13/1993 with a siltex saline mammary prosthesis, subsequently the pt experienced capsular contracture, infection and pain. The device was removed on 1/22/1998.